Event description:
It was reported that the pacing impedance had increased to 4500 ohms and the ring-can and ring-coil impedance measurements followed a similar trend. The pacing threshold also had risen significantly. The lead was replaced. No patient complications have been reported as a result of this event.